Event description:
It was reported that during a coronary stent procedure of a vein graft. The physician experienced difficulty crossing a lesion that had not been pre dilated. He removed the express2 and successfully pre dilated the lesion. When the physician went to use the express2 again, it was noted that the stent was missing. The stent was located in the vein graft. The physician compressed the undeployed stent against the vessel wall with another stent. Pt status is listed as "okay".